Event description:
It was reported that the system displayed a communication error. This error will cause the system to lockup, shut down, or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.